Manufacturer narrative:
Serial number was received. The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused numerous sinus issues resulting in prescription antibiotics. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to have numerous sinus issues resulting in prescription antibiotics, also reported headaches, chest /back pain, breathing issues, and blood pressure raised to 206/120. Based on the available information, the manufacture concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.   Section h4 was missed to captured, which was updated and h6 health effect- clinical code, type of investigation, investigation findings and investigation conclusions have been updated in this report.